Manufacturer narrative:
The event of an ipg explanted was reported to abbott. The explant took place (B)(6) 2023. No additional details were provided. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported the patient's ipg was explanted for an unknown reason on (B)(6) 2023.